Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance rewinding the insulin pump and changing the infusion set. Customer stated that she was not feeling well and that the pump had shut down. Customer was unable to rewind the pump and stated that the pump was alarming auto off. Customer was walked through rewinding the pump and customer was able to take care of the issue from here. Customer mentioned that she was hospitalized on (B)(6) 2014 for high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer was trying to change her pump and went to lie down. Customer was unable to rewind the pump and her blood glucose level elevated and she threw up and felt weak. Customer used her medical alert to go to the hospital where she was treated via IV. Customer was released today. Customer was not wearing the pump at the time of the 911 call and was off the pump for 2-3 hours prior to this issue. No additional information provided.